Manufacturer narrative:
The reported events of premature discharge of battery was not confirmed. The device was received from the field at elective replacement indicator (eri) voltage level in line with projected longevity. Review of the device image indicates auto-capture was enabled, operating in high output mode at times. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Review of the data trend indicated battery impedance increased as the device was approaching eri level which is normal. Further evaluation at various pulse amplitudes measured current level within normal range and no indication of premature depletion was noted. A longevity assessment was performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported, that device reached elective replacement indicator (eri) voltage level faster than expected. The device was explanted and replaced to resolve the event. And the patient was in stable condition.